Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the pump presented a mechanical problem. The aus was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the pump presented a mechanical problem. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D4 unique identifier (UDI) for balloon: (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. The momentary squeeze (ms) pump with kink resistant tubing (krt) presented fatigue to the filament. The tubing showed signs of detachment due to fatigue, and clear krt presented a leak from fatigue. The ms pump passed leakage test but did not pass activation tests. During functional testing, the pump failed the resistor flow rate test with an output volume below specification. The device history record (DHR) review was unable to be performed as the lot number is unknown. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of incontinence, pump malfunction, and device out of specification/malfunction was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of mechanical problem.